Event description:
Unidentified initiator reported that a comparison between the pt's surestep meter and a hcp meter were 176 mg/dl (ss) and 136 mg/dl (hcp respectively (29% diff.). There was no allegation of harm. Attempts to contact customer on followup were unsuccessful.